Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the liquid does not circulate in the circuit. There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 10/21/2024. H3 and h6. Codes: updated. One device was received for evaluation. The complaint was confirmed during visual and functional testing. There was no water circulation due to a faulty pump. The pump was blocked due to a rusty magnet wheel. Replaced the pump to correct the issue and the device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.